Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and inadequate pain relief. It was noted that the issues followed after the patient had a magnetic resonance imaging (MRI) done and was not able to turn the therapy off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.